Event description:
It was reported that lock could not be established between the patient's internal device and external equipment. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.